Manufacturer narrative:
Post market vigilance (pmv) received one endo gia ultra universal 12mm single use instrument and one endo gia 60mm articulating va scular/medium reload both opened by the account without the packaging. Visual inspection of the instrument noted no abnormalities and visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the adapter was broken from the reload. Product analysis indicates that the device was not used in a surgical procedure. The instrument was successfully loaded with an endo gia universal roticulator 60-3.5 single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Functional testing of the reload could not be performed due to the damage to the adapter. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition due to the broken reload adapter. The reported condition was confirmed. The file was concluded to be a misuse by the end user. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure the device was loose when firing. Another device was opened and used. Procedure was completed without problems. There was no injury to the patient.